Event description:
It was reported that a endovascular stent graft jumped approximately 20mm upon deployment. Reportedly, the delivery system was advanced bareback to the intended treatment site without difficulty. It was reported that the physician removed the slack from the delivery system prior to deployment and using a pin-pull technique, deployed the stent graft at the intended treatment site. However, physician did not allow the stent graft to fully expand to its full diameter prior to completing the deployment. Once the stent graft was completely unsheathed from the delivery system, it was observed that it had jumped approximately 20mm. An additional endovascular stent graft was then successfully implanted at the intended location without further incident. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted and the delivery system was discarded by the user facility. The investigation is currently underway.